Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows one mission device with 20 mm configuration placed on a flat surface. The needle of the device was noted to be bent. No other visual anomalies were noted. One electronic video was provided and reviewed. The video shows one mission device was held by the healthcare professional in 20 mm configuration. He rotates the device, and the needle of the device was noted to be bent. No other visual anomalies were noted. Due to the absence of supporting evidence, the reported event remains inconclusive for the second device. Therefore, the investigation is inconclusive for reported bent and difficult to remove for the second device as absence of supporting evidence. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), e1, g3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent an ultrasound guided breast biopsy through hard density tissue using mission kit. During the procedure, the needle was bent and difficult to remove from the patient. The procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent an ultrasound guided breast biopsy procedure through hard density tissue using mission kit. During the procedure the needle was bent and difficult to remove from the patient. The procedure was completed by another device. There was no patient reported injury.